Event description:
Asr revision reported by sales rep, right hip, reason for revision: cup loosening. "This patient was originally done in bryan hospital in ohio. Dr fisher did a cup revision on mr ray, once we removed the head and sleeve we pulled the cup out with pliers.... During the primary surgery they attempted to cement the cup in... These were asr implants removed. Dr fisher replaced cup with a 62mm multi hole cup with gription and put in some screws."

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).